Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: during testing, a line was observed running through the display. A crack was found in the pump¿s casing near the upper right corner of the display. The pump cover was opened and a failure was found with the display flex. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.